Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that lately the patient was feeling kind of electrical shocks around the ins, especially at the top of it. He experienced those as painful. This only happened while the patient was sitting down. He tried to turn it off completely for two days, but the shocks were still there. Stimulation was still working fine and covering the right area. The area around the ins looked fine, and there were no signs of irritation or any changes in the skin. The rep provided a device data file. The device data file did not show any ins dysfunction, and confirmed the report that the patient left stimulation off for several hours.